Event description:
It was reported by dealer that the on/off toggle switch on the 3gar power chair is broken. Dealer is not aware of what, or how it happened. Joystick will not toggle between functions and on/off really well. No other information provided.